Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
Additional information received 18-march-2025: it was reported, PICC line inserted on (B)(6) 2024. Removed in interventional radiology (B)(6) 2024. The patient came in for a CT. A fracture was discovered about 1cm away from the hub, 2cm from the exit in arm. The PICC line was removed and replaced in ir. The patient did not miss any doses of his antibiotics and did not recall any issues with his PICC line before it was discovered in CT.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, pinholes in the PICC upon removal. Arm circumference 32cm. No other information was provided.